Event description:
Arrow PICC line inserted to 55 cm with no blood return in left medial basilic site. Cxr completed with wire in place for confirmation of location. Catheter pulled back to reposition - a 90 degree kink and crack noted in catheter at the 45 cm mark. Catheter removed and discarded. No injury to patient.